Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula appeared to be out of the infusion site when the pod was removed and believed it may not have inserted properly at activation. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result, ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she activated the device on (B)(6) 2012 before bed and when she woke up the next morning her blood glucose was reading in the 300 to 400 mg/dl range. She went to her doctor¿s office, but he gave her no medication or treatment. He advised her to change pods anytime her bg is in the 300s mg/dl or over. When this device was removed they noted that the cannula was not inserted and was bent. She believed it had not inserted properly when activated and bent from hitting the cannula window. She did report that she and her husband had checked the cannula with a magnifying glass at activation and it appeared at that time that it had inserted into the skin. Damp adhesive and the smell of insulin are both indicative of insulin being delivered outside of the infusion site, but the customer stated that she observed neither condition when the pod was removed.